Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported complaint was not confirmed. In addition a secondary issue was observed. The test strips were found to have results below the range when tested with control solution. On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (nova). The reporter claimed obtaining blood glucose readings of ¿383 mg/dl¿ with the subject meter and ¿316 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. The product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue.